Event description:
Ous MDR - vf detection was seen due to oversensing. At implant, in 2008, the rv threshold was 0.8v and the led impedance was 830 ohms. Hv was 510 (as seen by analyzer). The lead impedance for the device was 664 ohms. The following year, the lead impedance went to 230 ohms and then four days later, it went back up to 608 ohms. The physician suspected a lead fracture "coating damage on the lead."

Manufacturer narrative:
Ous MDR - the analysis of the lead demonstrated a rubbed through inner insulation. This findings can be considered to be the root cause for the varying lead impedance as mentioned in the complaint description. The analysis did not demonstrate any sign of a material of mfg problem. Based on the characteristics of theses damages, it is reasonable to assume that the lead had been subject to abnormal mechanical stress in the implanted state. The deformation of both shock coils and as well the damaged vcs shock coil resulted most likely from the explantation procedure. The analysis did not demonstrate any sign of a material or mfg problem.